Event description:
It was reported that during a novasure endometrial ablation the physician was having difficulty seating the device. Following three unsuccessful cavity integrity assessment (cia) tests the physician performed a hysteroscopy and did not see a perforation. A second disposable device was used and cia test failed again. The physician performed a laparoscopy and saw a "small perforation". On (B)(6) 2012, it was reported that there was no medical intervention for the perforation. The patient went to the recovery room and was released same day. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds and alarm warning of a possible perforation prior to treatment. (B)(4).